Manufacturer narrative:
The customer reported the suspect avea ventilator would be serviced onsite by the hospital biomed and the biomed reported ordering a replacement gas delivery engine (gde). At this time, vyaire has received the alleged faulty gde but the investigation is not complete. The gde evaluation will be included in a supplemental report.

Event description:
The customer reported auto-cycling and inaccurate tidal volume display readings during patient use on this avea ventilator. The customer stated no patient harm or injury with this event. The hospital biomed reported duplicating the reported event and observed a constant flow of 5 liters per minute.

Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect gas delivery engine (gde) device/component for investigation. The fa group performed a visual inspection of the internal components of the gde and found a damaged oxygen sensor cable. They also performed a power cycle routine on the suspect gde and performed manufacture testing, which the gde passed . At this time, the fa group was not able to duplicate the reported issue therefore no device/component root cause can be determined.